Event description:
Asr revision; asr xl acetabular system - right; reason(s) for revision: pain, component loosening (acetabular cup), alval/soft tissue reaction, increased chrome cobalt levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl acetabular system - right. Reason(s) for revision: pain, component loosening (acetabular cup), alval/soft tissue reaction, increased chrome and cobalt levels. From appendix 2 - revision of asr cup and xl head with retention of the existing femoral stem and implantation of a new cup and femoral head. Update from (B)(6) email 3rd july 2012: dpyous-57 attached, patient name update received: 7th march 2014 - added surgeons initials: dr (B)(6), added hospital: (B)(6) hospital, (B)(6), marked as legal and added (B)(6) reference number.